Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a left atrial appendage procedure, the staple line was bleeding. It is unknown what caused the staple line bleeding, if the patient received a blood products or how the bleeding was controlled. There was no patient consequence reported. In passing the surgeons partner told the rep about the event. There were no further details about the event. The device was discarded. The rep received additional information from the second cardiology surgeon that was in the procedure. The surgeon had observed the staple line and the staple line had opened up the size of a thumb on the left atrial appendage, the patient lost over a liter of blood, the patient was on a pump and they were able to recycle some of the blood back to the patient. It is unknown if they received blood products at this time but the surgeon stated the blood loss was significant. The surgeon used suture to pull the tissue together and continued the procedure. It is not known how long the procedure was prolonged or any additional medications that may have been given. Additional information has been requested.